Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, balloon withdrawal resistance occurred. The 80% stenosed lesion being treated was located in the calcified, non-tortuous distal circumflex (cx). The lesion was not pre-dilated. The physician deployed the 2.25x16mm taxus liberte drug-eluting stent (inflated to 12kpa), but the middle of stent was not completely dilated. Upon withdrawal the balloon was difficult to remove. The physician attempted many times, but failed. The stent delivery balloon was removed with the guide wire. The stent was post dilated with a quantum balloon at 10kpa. No patient complications were reported.

Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. The device was returned without the crimped stent. There are a number of factors affecting balloon withdrawal resistance; these include vessel curvature, residual lesions, and inadequate time allowed to deflate the balloon. All of these factors must also be considered when investigating a complaint of this nature. A review of the manufacturing record shows that the device met its material, assembly, and product specifications at the time of its release to distribution. The root cause of the complaint incident could not be identified.